Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high and low blood glucose on unknown date. Customer's high blood glucose reading was 500 mg/dl and low blood glucose was 70 mg/dl. The customer was treated for low blood glucose with food. Customer was not using the insulin pump system within 48 hours of reported high blood glucose event. Customer current blood glucose was 247 mg/dl. The customer stated that insulin pump passed high pressure test and self test. The insulin pump will not be returned for analysis.